Event description:
It was reported that during a da vinci-assisted surgical procedure, loose cable was found in fenestrated grasping retractor. The procedure was completed with no reported injury.

Manufacturer narrative:
The small grasping retractor was analyzed. The instrument was found to have a broken distal pitch cable at the distal end. Additionally, the instrument was found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The instrument was found to have a dislodged flush tube guide. The instrument¿s housing was removed and the flush tube guide was found to be dislodged. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.